Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. The balloon inflated at rated burst pressure of 12 atmospheres but the balloon could not be deflated due to the presence of thick media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further deflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and negative pressure was pulled. The investigator was still unable to deflate the balloon. A microscopic examination observed that blood mixed with thick media was slowly coming out through a balloon pinhole located approximately 1 mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During procedure, after performing rotablation, it was noted that the balloon ruptured at 12atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During procedure, after performing rotablation, it was noted that the balloon ruptured at 12atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.